Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis. There was a firmware error message/code. When the data file was translated it was noted that several pages were missing and there was invalid data. Parity errors had occurred after explant, and when the device was interrogated the data was deemed invalid and therefore was not displayed when the file was decoded. No longevity testing was performed.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.